Manufacturer narrative:
Based on the claim against the product by the customer noting one of the surgeon side consoles (ssc) right eyes was black, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Upon visual inspection, the returned monitor was found to be in good condition. The monitor was installed on the printed circuit assembly (pca) test system. Upon power up, it was observed and confirmed that the right eye of the surgeon console was black. The engineer tried to restart the system multiple times, but it did not fix the issue. The complaint regarding consoles right eyes was black was confirmed based on the field evaluation and failure analysis investigation, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, operating room (or) staff called intuitive surgical, inc. (Isi) and reported that one of the surgeon side consoles (ssc) right eyes was black. The customer reported that the surgeon was working on another console to continue with the case. The technical service engineer (tse) requested for the customer to cycle system power at end of procedure. If the right eye was black after system power cycle, then the customer to power cycle system again, only this time cycle surgeon console circuit breaker for thirty seconds. The procedure was completed robotically as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was meant to be a dual console surgery. Since there was one console good, we ended up using that console to complete the procedure robotically.